Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14-18mm in length target lesion was located in the severely tortuous and moderately calcified, 3.5-4.0mm in diameter left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy was returned for analysis. The manifold containing the catheter batch number was detached and not returned. A visual examination of the stent identified distal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks and a hypotube break at the manifold 20mm proximal from the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14-18mm in length target lesion was located in the severely tortuous and moderately calcified, 3.5-4.0mm in diameter left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.